Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer?s concern regarding failed accuracy was unable to be confirmed. According to the investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Further investigation found fluid ingressions on pump chassis base of the expulsor, and this damage the pump expulsor gasket which caused the reported issue. Investigation recommended the pump expulsor assembly be replaced. The problem source of the reported problem is user unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-8.60%) and had a damaged screen. No patient was involved in this event. No adverse effects were reported.